Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The implantable cardioverter defibrillator was found to be in back-up vvi mode. The device was restored to normal function. The patient was stable after the download.